Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the center part of the balloon ruptured upon second inflation at 12atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. The pinhole leak was noted in the proximal transition zone in the balloon material. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the center part of the balloon ruptured upon second inflation at 12atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.